Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Telephone number, name of facility and address unknown. A device history record review was performed for the subject device: part no.: 323.062; lot no.: 7902001; manufacturing location: (B)(4); release to warehouse date: 14.may.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that an orif (open reduction internal fixation) was applied to lateral malleolus fractures on (B)(6) 2018. After the surgeon drilled through a distal hole of an unknown lcp lateral distal fibular plate with drill bit in question, the drill-bit removal resulted in a tip breakage, measuring 5 mm long. It took one extra minute to complete the surgery. There was no adverse consequence to the patient. The sales-rep commented that the surgeon did not put too much bending force to the drill bit during the surgery. This drill bit has been used in many surgeries at this hospital as a consigned device. The patient¿ bone quality was not hard enough to be a trigger for the breakage. This is report 1 of 1 for (B)(4).